Manufacturer narrative:
(B)(4). The patient's device was explanted. The patient was reimplanted with another cochlear implant.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed that an electrode contact exhibits evidence of un-vaporized parylene inside the weld which could possibly result in a latent open or intermittent connection. The reported complaint of open electrodes could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. However, un-vaporized parylene wire coating was found on an electrode. Although no electrode opens were electrically verified, the un-vaporized paryelene on the electrode could have caused an open contact while implanted in the recipient's cochlea. A corrective action has been implemented. This is the final report.

Event description:
The patient is reportedly experiencing poor performance with use of device and the patient has several open electrodes. Revision surgery has been scheduled.

Manufacturer narrative:
The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.